Event description:
On (B)(6) 2013 a cook flow 20 percutaneous endoscopic gastrostomy set was placed. On (B)(6) 2013 while turning the pt in bed to do linen change, peg tubing was caught in side rail and peg was pulled slightly. No drainage noted at present time. Bumper at 2.5cm and new bottle of tube feed hung. At 5:45 am, pt was moaning in pain and the rn checked on pt. Pt was found with tube feeding and small amount of blood noted on dressing and tube feeding on gown. Peg site very tender to touch and reddened. Feeding was stopped and physician was notified. Pt was sent to radiology for an abdominal/kub x-ray that indicated the "gastrostomy tube retention balloon (i.e. Internal dome) appeared collapsed." Pt was sent to surgery and found to have gastric content and tube feeding in the abdominal cavity. Our attempts to collect add'l info regarding pt outcome were unsuccessful.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. It is reasonable to suggest that the likely cause of the tube dislodgement was related to the incident as described in the report that the peg tubing was caught in side rail and peg was pulled slightly. The instructions for use includes the following: potential complications associated with placement and use of a peg tube include but not limited to improper placement or inability to place tube, tube dislodgment or migration. Precautions: placement of the peg tube should only be performed by, or under supervision of, physicians thoroughly trained in the procedure. During placement and use, care must be taken to avoid cutting, crimping, or "damaging components." If the product package is opened or damaged when rec'd, do not use this devic. "Visually inspect with particular attention to kinks and breaks in the feeding tube assembly." Instructions for use: list specific procedure for correct tube placement, including but not limited to: during placement and use, care must be taken to avoid cutting, crimping, or damaging components. Prior to distribution, all enteral feeding products are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents and isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assesment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understand related to appropriate usage of this product.